Manufacturer narrative:
One opened quick serter was evaluated and it failed per specifications. Quick serter's barrel walls had excessive glue from quick set tape.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced a high blood glucose level of 412 mg/dl. He frequently found his infusion set cannulas bent, which caused his high blood glucose levels and no delivery alarms. He treated his high blood glucose level with a bolus and then with a manual injection. The customer had a stroke. He also reported that he had issues with his serter. The product will be returned. Nothing further to report.